Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed and undersensing of ventricular fibrillation (vf) was noted. A second dft was then performed and was unsuccessful. An external shock was requested and failed as well. Noise was also observed leading oversensing. The s-ICD system was repositioned, vf induced again but undersensing was still occurred. The physician decided to remove it and planned on a future to implant a transvenous device. No additional patient adverse events were reported.

Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant, the defibrillation threshold test (dft) failed and undersensing of ventricular fibrillation (vf) was noted. A second dft was then performed and was unsuccessful. An external shock was requested and failed as well. Noise was also observed leading oversensing. The s-ICD system was repositioned, vf induced again but undersensing had still occurred. The physician decided to remove it and planned on a future to implant a transvenous device. No additional patient adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.